Manufacturer narrative:
Submit date: 11/09/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. The customer states that the display was blank.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of blank display. The unit was triaged and the customer¿s reported condition was confirmed. The root cause is due to a shorted component. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary if information is provided in the future, a supplemental report will be issued.